Event description:
It was reported that a user experienced elevated early evening blood glucose values, with a highest value of 225 mg/dl and a current value of 144 mg/dl, while using the ilet system. The user had frequently paused insulin during low glucose episodes and had been delivering additional ¿more than meal¿ boluses, and education was provided to avoid pausing and to perform a soft reset of meal announcements for seven days. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure or method, involving the user interface and how the system was operated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.